Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a procedure performed on (B)(6) 2010. According to the complainant, during the procedure, as the biopsy forceps were withdrawn, the covering was split at the device distal end. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 71 mg/dl and 291 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. One of the readings the customer reported was found in the meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.